Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator on call to report the battery symbol and red heart lights were constantly illuminated despite no active alarms. The patient performed a self test and the lights got brighter, but remained on afterwards. The patient went to the hospital and the vad coordinator changed the system controller. The patient tolerated well, alarms were resolved after the exchange, and the system controller will be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of illuminated lights without active alarms was confirmed. The returned system controller, serial number (B)(6), was functionally tested and when the driveline was connected, the battery led remained illuminated. This issue was not able to be reproduced again. The main pcb was inspected for any anomalies. Various components leading to the battery led signal and were within the expected parameters with or without the driveline connected. No atypical alarms were reproduced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation. During the investigation there were incidental findings of wire fatigue, fluid ingress, and corrosion in the bulkhead connector. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cables. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.